Event description:
Pt implanted of a 28-16-155bl bifurcated device and a 34-34-100rle suprarenal proximal cuff extension. Final angio revealed a proximal type I endoleak above the cuff and a proximal type iii endoleak between the main body and cuff. A palmaz stent was used at each location to resolve the endoleak with good results; pt is doing well.

Manufacturer narrative:
Method: review of lot records/work orders, prior reports. No issues were noted. Results/conclusions: unk if pt anatomy met criteria for indications for use of the palmaz stent is off-label. No conclusion can be identified at this time.